Manufacturer narrative:
Review of the device history records indicates the lot was manufactured and accepted into final stock on 16-jul-03. Based on the device identification the complaint databases were reviewed from 2004 to present for similar reported events regarding fracture insert. There have been no other events for the lot referenced. The investigation determined the likely root cause of the event to be impaction of the device while it was misaligned with the mating baseplate. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened. Product surveillance will continue to monitor for trends.

Event description:
It was reported that the 12mm insert trial was broken during trial in tka. The particles were removed as possible. But, one of the particles could not be found. There is no particle in the patient due to x-ray. Just in case, the surgeon checked 8mm insert trial and the part of 8mm insert trial was broken and missing. Also, we cannot specify when the missing part of the 8mm insert trial was broken.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that the 12mm insert trial was broken during trial in tka. The particles were removed as possible. But, one of the particles could not be found. There is no particle in the patient due to x-ray. Just in case, the surgeon checked 8mm insert and the part of 8mm insert trial was broken and missing. Also, we cannot specify when the missing part of the 8mm inert was broken.